Event description:
The physician reported that he was not happy with the performance of absorb and there was a dissection.

Event description:
Additional information was received that indicates there was no device issue and no dissection.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the scaffold remains in the patient. A follow-up report will be submitted with all relevant information. Though the device absorb bioresorbable vascular scaffold (bvs) system is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. (B)(4).

Manufacturer narrative:
(B)(4). Based on the additional information received that there was no device issue or patient issue, no investigation is required.